Manufacturer narrative:
The device has been requested, but has not yet been received. Should the device or additional information become available a follow-up will be submitted.

Event description:
The facility reported that the device will not deliver medication. There have been no incident reports filed since the last baxter service event. No additional information.